Event description:
It was reported that the patient with the pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring at 2015 ohms on this right ventricular (rv) channel. Upon review, there seems to be a gradual increase in the impedance measurements. Rv pace thresholds showed an increase from 1.0v to now at 2.5v. There was no noise present. Technical services (ts) recommended to have in-office check and programming options. The health care professional (hcp) will be bringing the patient in for evaluation. This rv lead remains in service. No adverse patient effects were reported.